Event description:
It was reported to philips that the battery (B)(4) failed to calibrate due to low voltage. There was no patient involvement.

Event description:
It was reported to philips that the battery (19115-0207-p) failed to calibrate due to low voltage. There was no patient involvement. The battery was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminating, suggesting the battery was either completely depleted or faulty. Upon evaluating the returned battery, it was found that the battery was recognized and able to charge in both the mrx heartstart and cadex charger. Furthermore, manual shocks were successfully delivered when the battery was installed in a device. Although the battery was received with the battery mode cf flag set, this indicates that the battery needed to be calibrated. The battery was calibrated and the capacity was confirmed to be within range. Upon conclusion of the analysis, no fault was found with the battery. The battery was able to successfully calibrate and the reported issue could not be verified.

Manufacturer narrative:
Additional information provided, updated section b5 with failure analysis evaluation. Updated section d10 "return to manuf.?" And "date returned to manuf." To coincide with the product return. Updated h6 codes to reflect failure analysis results and component return. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.